Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.10 on a (B)(6) male patient presented with chest pains. There was no additional patient information available at the time of this report. Preliminary investigation results on retains testing shows that lot p14112a is performing as intended. Return product is not available for investigation. Test date: 09/16/2014, sample: 1, method: I-stat, time: unk, result: 0.04; 09/16/2014, 2, I-stat, 10:29, 0.00; 09/16/2014, 3, lab, 10:37, <0.01; 09/16/2014, 4, I-stat, 14:36, 0.10; 09/16/2014, 5, I-stat, 15:01, 0.01; 09/16/2014, 6, lab, 15:01, 0.00. There were no injuries reported with this event. The investigation is underway.

Manufacturer narrative:
(B)(4).

Event description:
N/a

Manufacturer narrative:
(B)(4). The investigation was completed on 10/21/2014. Retain and returned cartridges were tested and are functioning according to specification.